Event description:
It was reported that the ipg was inoperable and not able to hold charge anymore. As such, surgical intervention took place wherein the ipg was explanted and replaced with new one. Post procedure effective therapy was restored.

Manufacturer narrative:
Date of event is estimated . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.